Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, device analysis could not be completed. However, a loose connection was reported between the patient line of the homechoice cassette and the extension line which is known to cause the leak. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between the patient line of the homechoice cassette and the extension line that resulted in a leak. The patient stated that it was their fault because they were working with the lines when this happened. Approximately 600 ml leaked out. The patient ended up using a new patient extension line. The renal therapy services agent assisted the patient with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.